Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurements of greater than 125 ohms. Surgical intervention was performed, and the rv lead was explanted and replaced. No additional adverse patient effects were reported. This product is expected to be returned back from the field for analysis, this complaint will be updated once analysis is complete.